Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The implant date of the pump was (B)(6) 2014.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (2,223 mcg/ml at 2,000 mcg/day), ropivacaine (8647 mcg/ml at 7 ,000 mcg/day), and prialt (2.4 mcg/ml at 2 mcg/day) via an implantable pump for an unknown indication for use. It was reported that pump had an empty reservoir occur before the hcp was able to follow-up with the patient. The pump logs showed an empty reservoir message occurred on (B)(6) 2017. The pump was filled on (B)(6) 2017. It was stated that there were no external/environmental factors that lead to the issue. The patient status was alive - no injury. The issue would have resolved with pump refill. There were no reported symptoms. No complications were reported or anticipated.